Manufacturer narrative:
Based on our observations, we are of the opinion that overstressing or unauthorized repair caused the crack, what finally lead to the footplate breaking off. Since our production documents indicate compliance with all specifications and since the trend analysis reflects no problem with this pattern, we feel that no corrective action has to be taken on our part. However, we wish to point out that instruments should not be used with too much force and that damaged instruments should be removed from tray. In addition, damaged instruments should be returned to the MFR only to perform any repair work. This incident is classified as being security relevant as per the guideline of the european union: since parts of the instrument could fall into the operation field. It is not subject to be reported to the european authorities, because no pt injury incurred.